Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 in which the lead was explanted and replaced to address the issue.

Event description:
It was reported that following a fall, the patient experienced ineffective therapy. Fluoro imaging revealed the lead to be fractured. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.